Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every fifth day, duration and route not reported), ceftazidime injection (1 gram, daily, duration and route not reported) and amikacin injection (125 milligrams, duration, route and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported that the cause of peritonitis was due to air contamination. The cause has been assessed and remains unknown. On an unreported date, treatment with ceftazidime and amikacin was discontinued and treatment with vancomycin was still ongoing. On an unreported date, the patient was treated with meropenem (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event (reported as "one week ago"). Should additional relevant information become available, a supplemental report will be submitted.